Event description:
A complaint was rec'd that reported the "units digit" is not being displayed. A request was made to return the system for eval. In the meantime a replacement unit has been provided.